Event description:
It was reported that (2) tl90 were used during a colectomy procedure. It was reported by the rep that the surgeon was attempting to staple a part of the left colon for removal and the first tl90. The surgeon used the dial, and it would not turn. The surgeon got another tl90 and when he went to fire the instrument it did not make staple formation. The surgeon finished the case using a tlc10. There was extended or time by fifteen minutes.